Manufacturer narrative:
The device was returned to the manufacturer for repair. The unit was received out of specification (low) at all lever settings and the calibration lever set screw was stripped in the calibration lever. The thickness control lever set screw was found to be set tight and could not be removed. It appears a third party repair center replaced the loose set screws with a non-zimmer one. The reported malfunction of the set screw being loose could not be confirmed, however, had the set screw been loose thickness control would be lost resulting in grafts that could be too deep. The device was purchased in 1991. A review of the repair records show that the device had not received calibration and preventive maintenance service at zimmer osp since 04/2006. It is documented in the instruction manual included with the device that "the zimmer air dermatome should be returned every 12 months for inspection and preventative maintenance."

Event description:
It was reported that the set screws from the zimmer air dermatome became loose, and the skin graft harvested was too deep.